Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer mentioned that the insulin inside the reservoir even without the tubing was not exiting. Customer stated event was resolved by reservoir change. The reservoir will not be returned for analysis.